Event description:
The customer reported that their nurses station was making no sounds. The device was not in use on a patient at the time of event, there was no adverse event reported.

Event description:
The customer reported that their nurses station was making no sounds. The device was not in use on a patient at the time of event, there was no adverse event reported.